Manufacturer narrative:
Updated fields: h3, h4, h6, and h11. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the endoscope reprocessor exhibited black ink like substance that leaked from the linear scope. The device was not returned for evaluation. Additional information was requested from the customer. Per the hospital biomedical engineer, no additional information was available. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.